Manufacturer narrative:
Replaced mixer board and vent interface board. Customer contact reported no patient information is available.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The anesthesia machine was reportedly replaced. There was no reported patient injury.